Event description:
The pt underwent a diagnostic cardiac catheterization. The cardiologist attempted arteriotomy closure with a prostar xl 8 fr pvs device. The procedure advanced without incident until the cardiologist attempted to pull back on the device during knot advancement. There was resistance to device removal. The cardiologist managed to pull the device out, but noted that the j-tip was missing. The pt was taken for bypass surgery the next day, and the j-tip was removed at the same time.